Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002,( B)(6) explanted: 2016, product type: extension.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had their implantable neurostimulator (ins) was replaced due to the device to reach it's end of life (eol). It was also stated that the extension was revised/replaced as a new extension was determined to be the solution to the report of high impedances. It was confirmed during an intra-op impedance test that the impedances were within normal limits following the replacement. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.